Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the superficial femoral artery (sfa). The 6.0x40mm armada 35 balloon dilatation catheter (bdc) was prepared without issues; however, leak was noted between the strain relief and the outer shaft during inflation of the balloon. Another armada 35 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.